Event description:
As reported, upon withdrawing the 10f optease retrieval catheter during a filter retrieval procedure, the general surgery team discovered a layer of white film adhered to it. The procedure was completed successfully. There was no reported patient injury. The device had no damages prior to opening, and it was stored and prepared in accordance with the instructions for use. The operating environment on the day of the procedure was normal, with no unusual environmental conditions reported. No additional observations about the film were made. The issue was discovered after the catheter was removed. The user had received training in the use of the device. The device will not be returned for evaluation, as it was already discarded. Addendum: per pa analysis, two photos showing an apparent retrieval tms catheter with a transparent filament-like foreign material along the body.

Manufacturer narrative:
Complaint conclusion: as reported, upon withdrawing the 10f optease retrieval catheter during a filter retrieval procedure, the general surgery team discovered a layer of white film adhered to it. The procedure was completed successfully. There was no reported patient injury. The device had no damage prior to opening, and it was stored and prepared per the instructions for use. The operating environment on the day of the procedure was normal, with no unusual environmental conditions reported. No other observations about the film were made. The issue was discovered after the catheter was removed. The user had received training in the use of the device. The device will not be returned for evaluation, as it was already discarded. Two photos were attached to (B)(6). The images show what appears to be a retrieval catheter with a transparent filament-like foreign material along the body of the unit. No other anomalies or notable details were seen. The available information does not provide sufficient detail to determine whether a manufacturing-related issue exists, and no further conclusions can be drawn. The reported ¿catheter (body/shaft) (optease retrieval catheter)- foreign material¿ was seen during the photo analysis. However, the image and information provided is not sufficient to draw a clinical conclusion and the root cause of this event cannot be found. Review of the information provided by the customer suggests the device was handled according to its labeling. Based on the available information and image analysis, there is no evidence to suggest the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.